Event description:
The device was used during a bilateral laparascopic hernia repair. It was reported the stapler jammed during the procedure. A versatack was opened to finish the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: cartridge nose weld/head housing weld. Visual inspections & results: head rotates no (broken weld), nose shroud cracked/broken yes, staples in nose yes (3 jammed), staples in the track yes, trigger engaged with precock yes. Functional tests & results: cylced instrument no. Analysis conclusion: based upon the inquiry info receive and the visual, no conclusion could be reached as to why the reported instrument "jammed" during surgery. The instrument was received with 3 staples jammed in the cartridge nose, with the bottom rotating head housing weld broken and the shaft and driver pulled down through the weld, with driver grossly bent. The weld was examined and was found to have been sufficiently welded. No functional testing could be performed due to the instrument's physical condition. No conclusion could be reached whether the yielded cartridge nose wweld or head housing weld had caused the staples to jam or if the jammed staples caused the cartridge nose weld and head housing weld to yield. Each instrument is evaluated duiring the assembly process to ensure that staples feed, fire and form correctly. The feeding of multiple staples into the nose may occur if the firing cylce stroke is not completed and the instrument is refired. The instrument's rotating head housing weld may become compromised if excessive pressure is applied at the distal end of the instrument during firing. Co strives to understand each incident as it occurs in order to continuously improve co's products.